Event description:
It was reported, that during the surgery the rubber part of the flexible screwdriver detached. It was further reported that there was no adverse consequence for the pt.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.